Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident 324 mg/dl. The customer was treated for high blood glucose with bolus. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call on (B)(6) 2016 that the customer experienced problems with set, changed it and started having high blood glucose. A quick set was installed and blood glucose was over 600mg/dl. The customer did self-test; changed set and noticed blood glucose went down. The customer felt weak and had blurry eyes. The customer's current blood glucose was 159mg/dl. On (B)(6) 2015 the customer's husband called to run high pressure test. The customer's current blood glucose was 123mg/dl. The insulin pump passed high pressure test. The customer had high keytones. On (B)(6) 2015 by medtronic via contact us, the customer stated she's had issues with delivery system. Explained she's been having lows and highs. She suspects she had defective reservoirs. On (B)(6) 2016 the customer was contacted, she frequently had air bubbles, the plunger never fit into place well and it was very difficult to purge the air bubbles. Customer stated she started a new box and the problem went away.